Event description:
Fire department personnel attached the device using combination defibrillation/pacing/ECG electrodes to a person diagnosed with irregular breathing and an irregular pulse. The device was being used in the automated mode for ECG analysis and allegedly displayed a continuous connect electrodes alarm and use of the device was inhibited. Paramedics subsequently arrived and took over care of the pt. External pacing was administered using another device. The pt was not resuscitated. The customer indicated the alleged malfunction did not likely cause or contribute to the pt's death. This opinion was based on an assessment of the pt's condition.